Event description:
It was reported that a spectrum pump alarmed upstream occlusion. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of spec. Eval found the readings on the ultrasonic sensor to be low. With low ultrasonic reading it would make the pump more sensitive to air and upstream occlusion. The ultrasonic sensor was replaced.